Event description:
Resident fell on an old style bed rail bracket which punctured the skin under the right arm and exited, leaving the side pierced. Resident transferred to hospital. Resident was returning to bed from the bathroom and forgot to use the walker.